Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report numbers 1220908-2024-04043 and 1220908-2024-04080 for a similar report from the same customer.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, pacer stressing, and functional testing with returned accessories without duplicating the report. An internal inspection of the device found no discrepancies. A review of the device log indicated the device was turned on in pacer mode. Once a valid impedance was established, pacing capture was observed, as evidenced by pacer spikes in the log, with no issues. It is important to note that the ECG signal in the log appears to originate from a simulator rather than reflecting the patient's heart rate. The customer was contacted for additional logs and the event date, but they were unable to provide zoll with any further information. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.